Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin 1 gram in first bag than every five days for fourteen days and intraperitoneal injection of magnova 500 mg in each bag for fourteen days for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Extraneal therapy was ongoing. No additional information is available.